Manufacturer narrative:
The review of the manufacturing paperwork verified that the lot met all pre-release specifications according to the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to: vascular trauma (rupture). (B)(4).

Event description:
On (B)(6) 2016, this patient underwent endovascular repair of bilateral common iliac aortic aneurysms using a gore® excluder® aaa endoprosthesis. The right and left internal iliac arteries were coil embolized before the procedure. A trunk-ipsilateral leg endoprosthesis and a contralateral leg endoprosthesis were deployed, and the bilateral internal iliac arteries were covered as planned. When touch-up ballooning to proximal neck was performed using an sg balloon, the proximal end of the endoprosthesis was dilated and moved distally. Angiography showed that contrast was oozing out to outside of the aorta from just distal area of the left renal artery. It was reported that over inflation of the balloon was considered as a cause. Two aortic extender endoprostheses were implanted at just distal to the left (lower) renal artery. After that, angiography showed there was no issue. The procedure was concluded, and the patient tolerated the procedure.